Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the battery contacts were compressed and the upper case was broken. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis revealed that inactive current drain failed in reverse polarity, which confirmed the reported functional test failure seen during servicing of the device. A thermal camera indicated that a transistor was heating. After the transistor was replaced inactive current drain testing passed. Conclusion: confirmed current drain failure caused by a transistor component failure.